Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.

Event description:
It was reported that the hotline set was prepared for fluid heating, but the connection part was broken, so the fluid was leaking. Event occurred during pre-test. There was no patient involvement.

Manufacturer narrative:
E1: phone number: (B)(6). UDI section of d4 is unknown, no product information has been provided to date. D4: expiration date and h4: manufacture date are unknown, no lot number was provided. Device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.